Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave ablation catheter was selected for use. During device preparation, prior to left atrial access, resistance was encountered when advancing the guidewire through the catheter. The guidewire could initially be inserted; however, increasing friction was noted, making advancement progressively more difficult. During the procedure, the guidewire became difficult to advance and was eventually unable to be advanced further. The issue persisted both while the catheter was in the patient and during device removal. There were no issues with catheter deployment or undeployment. No tissue was observed on either the catheter tip or the guidewire. The catheter was successfully removed, although greater force than typically required was needed. Upon complete removal of the catheter from the patient, the guidewire remained within the catheter. The procedure was successfully completed using another farawave catheter. No patient complications occurred.